Manufacturer narrative:
The insulin pump was received with no esc and act button response due to a corroded keypad. Analysis was unable to verify for operating currents including low battery, off no power, or battery out of limit alarm. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer called in to report a battery out limit alarm and an unresponsive keypad. The customer stated he was at the beach when the alarm occurred. The customer's blood glucose level was 230 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.